Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral replacement surgery on (B)(6) 2022.

Manufacturer narrative:
On december 9, 2022, the mentor failure analysis lab received the device for evaluation. On december 12, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot-5617392). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, summary was updated by removing the following sentence as mentor became aware on november 30, 2022 that patient experienced bilateral ptosis, hence was evaluated, and reported separately: "a second product was received (lot-5617392). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required." Updated summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left deflation, and ptosis this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 30, 2022, mentor became aware that the replacement devices used on november 22, 2022 due to left deflation and ptosis were catalog number 3503504bc, serial number (B)(6) on the left side, and catalog number 3503504bc, serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).